Manufacturer narrative:
The device was returned to the manufacturer and an investigation has begun. This report will be updated when the investigation is completed.

Event description:
It was reported that while prepping for surgery, the non-sterile battery was placed into the aseptic housing and immediately, a small red glow appeared on the top of the battery followed by smoke and flames. The fire was extinguished and there were no injuries related to this event.